Event description:
Clinical Narrative:Impella 5.5 was inserted via axillary/subclavian (side unknown) access site in a 71-year-old male patient for the indication of cardiomyopathy. The patient¿s comorbidities are unknown. The patient¿s clinical state prior to initiation of support is SCAI (Society for Cardiovascular Angiography and Interventions) Shock Stage C.During implantation of the first Impella 5.5 pump it was reported that there were positioning issues initially which included catheter kinked near the motor resulting in an inability to properly position the pump. The affected pump was removed approximately one hour after implantation and replaced with a second Impella 5.5 pump was successfully implanted.The patient tolerated the procedure, survived the event, and remained on Impella support at the time of reporting. The relationship between the reported catheter kink and procedural or anatomical factors could not be determined from the available information.

Manufacturer narrative:
A4 Weight is unknown.A5 Ethnicity is unknown.A6 Race is unknown.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.